Event description:
It was reported while setting up for patient use, customer biomed reported there was an alarm present on screen indicating a low leak co2 rebreathing risk. The device was being set-up for patient use, and not in therapeutic use at the time of the reported event and no reports of patient or user harm or injury. Biomed reached out to philips technical service. Per the remote service engineer (rse) the exhalation port is present in circuit; air inlet filter is extremely dirty and advised onsite service to correct. To date, the unit is not in service and a quote for onsite service has been sent and is pending customer acceptance. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.